Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. The patient underwent revision of abnormal scar on (B)(6) 2011 due to persistent complications. In 2012, the patient underwent a mesh removal surgery due to pelvic pain, vaginal pain, urinary incontinence, leakage, vaginal bleeding and discharge. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2009 to treat sui; pop and mesh and align were implanted into the patient in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had the concurrent procedures of a robotic assisted sacral colpopexy, and cytoscopy performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported the patient underwent a interstim phase I and ii with fluoro interpretation, and battery programming on (B)(6) 2009. The patient underwent revision of abnormal scar on (B)(6) 2011 due to persistent complications. In 2012, the patient underwent a mesh removal surgery due to pelvic pain, vaginal pain, urinary incontinence, leakage, vaginal bleeding and discharge. No additional information is provided at this time.

Event description:
It was reported that the patient underwent a surgical procedure on an unknown date to treat sui & pop and mesh and align were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.